Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was used for treatment. However, it was noticed that the stent came off the balloon. The device was completely removed from the patient. No patient complications were reported.